Manufacturer narrative:
A review of the logs confirmed the reported issue. Replaced ventilator interface board assembly, reloaded software, performed service and user calibrations to resolve the issue. No patient information available after calls to customer (B)(6) 2021, (B)(6) 2021, and (B)(6) 2021.

Event description:
The hospital reported an error that caused a loss of mechanical ventilation. The patient was switched to manual ventilation. Unit reported and patient switched to volume control ventilation mode and case completed. There was no report of patient involvement.